Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported the patient experienced discomfort due to a poly that had worn down over time since the first surgery. The poly needed to be replaced.